Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd phaseal syringe safety device experienced leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Our facility has seen a recent uptick of events with the use of phaseal for methotrexate syringes that are given im for ectopic pregnancy. We have had associate needle-sticks and exposure as well as spills when manipulating the syringe sent from pharmacy and attaching the needle for administration in the ed.